Manufacturer narrative:
The entire graft was returned intact. Approximately 10% of the graft¿s length and one side of the apex marker (center of the graft) was damaged. The reported event occurred during implant and the graft was reported to have been pulled through the tunneler. Based on observations of the returned graft, the graft appeared to have been pulled axially which will permanently elongate the graft. The graft had breaks in the outer foam layer parallel to the reinforcement windings, exposed windings and circumferential breaks to the outer foam layer. The spacing of the reinforcement fiber windings located at the apex marker was asymmetric; one side of the graft (apex marker) did not look like the other side. The graft was stained with blood on one end and unstained on the other end. The ends of the graft are consistent with being partially installed during implant with a leading end and a trailing end. Handling marks on the leading end of the graft were present and the overall length of the returned graft was longer than a new graft. The manufacturer¿s approved labeling indicates that pulling the graft can permanently damage the graft and warns against pulling the graft during implant and re-positioning. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the graft for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the implantation of a vectra vascular access graft, the graft was pulled through a tunneler and the graft tore. The inner spiral was exposed. No injury to the patient was reported.